Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel melted after centrifugation (gel smearing). There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 04-jul-2024. A second batch number was provided by the customer: d.4. Medical device lot#: 4054721. D.4. Medical device expiration date: 31-aug-2025. "H.4. Device manufacture date: 23-feb-2024. Investigation summary: bd received seven (7) samples and eight (8) photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and no gel issue was observed. Complaints for sample quality are under statistical control for the month of may 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of poor barrier separation based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the gel melted after centrifugation (gel smearing). There was no report of impact to the patient or user.